Manufacturer narrative:
(B)(4)

Event description:
The nanocross pta balloon burst on the first inflation. The balloon was prepped with no issue and an inflation device was used to inflate. After the burst, the nanocross was replaced with another balloon to complete the procedure. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.